Event description:
Related manufacturer reference number: 2017865-2023-16703. It was reported the patient presented to in clinic for follow-up complaining of near syncope occurring multiple times a day. Upon interrogation, it was discovered the right ventricular lead was oversensing noise resulting in pacing inhibition. Programming changes were implemented. The patient was brought back for lead extraction. During the surgery, the atrial lead was adhered to the right ventricular lead. The atrial and right ventricular leads were explanted and replaced. The patient was in stable condition before, during, and after the surgery.

Manufacturer narrative:
The reported event of the atrial lead was adhered to the right ventricular lead was not confirmed. A complete lead was returned in one piece for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damages.